Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm was not confirmed. The heartmate ii system controller was not returned for analysis and a log file was not submitted for review. Additional information received on 01mar2021 stated that no equipment would be returned. Additional information provided on 14apr2021 stated the serial number for the patient's system controller was not available. A root cause for the reported event of a backup battery fault alarm was unable to be conclusively determined through this investigation. Heartmate ii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including backup battery fault alarms. Heartmate ii instructions for use (IFU) section 3 ¿ ¿powering the system¿ and the heartmate ii patient handbook section 3 ¿ ¿powering the system¿ addresses how to properly use the 14v battery clips and 14v li-ion batteries. Heartmate ii patient handbook and heartmate ii instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were unable to be reviewed for the heartmate ii system controller due to no serial number being provided. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was at home and there was an alarm that occurred at 1:00 am. The patient came back to the hospital and the backup battery was exchanged. There was a backup battery fault alarm.